Event description:
It was reported that a cerebral vascular accident (cva) and thrombus occurred. On (B)(6) 2019 a left atrial appendage (laa) closure procedure was performed. A watchman access system (was) was positioned and a 33mm watchman laa closure device & delivery system (wds) were used. The procedure went as planned with the closure device being successfully implanted in the laa of the patient. There were no complications that were reported to have occurred. On (B)(6) 2021 the patient had a cerebral vascular accident. It was reported that the patient recovered from this event. Also, at an unknown time in 2021 the patient had a thrombus present. It was reported that the patient fully recovered from this event.